Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 24.5 mmol/l (441 mg/dl) while wearing the pod on the arm for between 49 and 71 hours. The patient¿s mother reported the pod was removed because the patient was experiencing pain. After removing the pod, the mother noticed the pod site was red and there was pus coming out of the cannula insertion site. The mother stated the patient has an insulin allergy, and they are working with the dermatologist to find a solution in different prescriptions and insulin delivery systems. The patient has a weekly consult due to the allergy and that is also why the patient reacts with the use of omnipod. The patient was diagnosed with a pod site infection and an insulin allergy. The mother planned topical care by dermatologist guidance and had contact with a diabetes nurse without immediate doctor or emergency room visit. The patient was prescribed multiple sprays and creams. Among those included; nasal spray (5 layers), an unknown cream prior to pod placement, and dermovate cream 2 or 3 times per day. The mother is unsure of the exact dates of each prescription. A new pod was successfully applied.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and allergic reaction and no issues were found. Although the investigation found no evidence of any damage, the cause of the infection and allergic reaction could not be determined.